Manufacturer narrative:
H6: corrected medical device problem code. Manufacturer narrative updated: the most likely underlying cause for the scheduled revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 11 years after a hip replacement procedure, the patient experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected health effect - impact code, type of investigation. The most likely underlying cause for the scheduled revision reported in incident is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI. D10: 2218592 101-05-30 - 3.2mm drill bit30mm 1pk. 2391466 130-36-53 - nv gxl linr, ntrl, 36mm ID, group 3 cups. 2424528 186-01-58 - integrip cc, cluster 58mm, g3. G3: added 510k number. H4: added device manufacture date.